Event description:
During the startup of a dialysis treatment, facility staff reported that the blood level in the venous chamber was very low. Treatment was started and the machine air detector alarmed and line clamp clamped. The pt care technician did not notice the air in the lines and "reset" the machine multiple times, by holding the line clamp open manually against a heavy spring force. The pt care technician alleges some air was passed to the pt and he estimated the volume to be 20-30 cc. The pt experienced chest pains and was placed on his left side in the trendelenburg position. The pt's chest pains were gone prior to being transported to the hospital where he stayed for the night. The pt was given blood products and is currently feeling fine. Two clinic staff members said the event was due to operator error and that additional training for the pt care technician was in process.